Event description:
It was reported that the customer was hospitalized on (B)(6) 2014. Customer was having low blood glucose levels and seizures in their sleep. Customer has already worked out the issue with her endocrinologist. Customer had the paramedics come and they treated her and took her to the hospital. Customer was sleeping and was unresponsive. Customer had no issue with the pump. Customer declined troubleshooting. Customer was still getting used to continuous insulin and her endocrinologist and trainer have helped make changes to the pump settings. Customer had also dropped the pump after the hospitalization event. Customer stated that the pump still worked fine. Customer mentioned she had a broken belt clip. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.